Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After implanting the screw, the surgeon removed a loose piece of a screw. It was the ¿u¿ shaped piece inside the polyaxial head of the screw. He removed the screw and replaced it with another one of the same size.

Manufacturer narrative:
UDI: (B)(4). One (1) expedium 5.5 ti top loading 7.5x45mm polyaxial screw [product code: 1797-12-045] was returned to the customer quality unit (cqu) for evaluation. Visual examination found that the polyaxial¿s tulip head inner cap had become rotated out of position. No damage was present on the polyaxial screw shank. Swage markings were present indicative of the inner cap being properly placed in its intended position within the tulip head. As a result, it is suggested that unanticipated high amount of forces was placed on the tulip head resulting in the inner cap becoming rotated out of position. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial¿s tulip head inner cap becoming rotated out of position cannot be positively determined. However, visual observation suggests that unanticipated high amount of forces was placed on the tulip head resulting in the inner cap becoming rotated out of position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.